Event description:
The general surgeon performed a laparoscopic ovarian cystectomy on an otherwise healthy pt with a ruptured corpus luteum cyst. At the conclusion of the procedure they instilled 300 ml of gynecare intergel. The patient recovered as expected for the first day but 48 hours after the surgery they developed pain ileus and distention. A nasogastric tube was inserted and after 6 days of not improving they were started on total parenteral nutrition. On the 16th post-operative day their condition had not meaningfully improved and they were taken back to the operating room where a laparatomy was performed by the general surgeon with the assistance of the surgeon's associate. The findings included 6-7 liters of ascites and "all the intergel" which was viscous. The peritoneal and serosal surfaces were markedly inflamed. There were no findings of infection, no bleeding and no injury to the bowel noted. The peritoneal cavity was irrigated and as much of the remaining gynecare intergel as possible was removed. Cultures were negative. The pathology report has not come back at this point. Throughout this clinical course, the patient has remained afebrile and their white blood count never rose above 13,000.